Event description:
A talent stent graft was implanted in a patient for the emergent endovascular treatment of a fusiform 63.6 mm diameter and 50 mm length thoracic aortic aneurysm approximately 3.5 years ago. The proximal non-aneurysmal neck diameter is 32 mm in diameter. Top of arch to proximal aneurysm is 39 mm in length. Bottom of arch to proximal aneurysm is 220 mm in length. The common iliac artery proximally and distally is mildly calcified. There is mild thrombus in the proximal and distal neck. Two stent grafts a tf3636c114tj and a tw4036c112tj were successfully implanted. One month post implant a CT was done and the aneurysm was 63 mm in diameter. At the one year follow-up a CT without contrast was done and the aneurysm was 57 mm in diameter. At the two year follow-up a CT without contrast was done and the aneurysm was 58 mm in diameter. At the three year follow-up a CT without contrast was done and the aneurysm was 64 mm in diameter. No endoleaks were noted at the follow up appointments. Two months later it was reported that there was a migration with a proximal type I endoleak present. The stent graft was found to have has migration 15 mm. Another manufacturer's stent graft was deployed approximately 6 weeks later; however, the endoleak did not resolve. The physician is planning to re-check by CT scanning at a later date. Relationship to the product is unknown and there was no relationship to procedure. It was also noted that by checking the aneurysm diameter in past, it was deemed that the stent graft has been migrating slowly for two years; however, the cause is unknown. It was confirmed that the distal stent graft tw4036c112tj remained in position and not migrate. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak, stent graft migration. Likely anatomy related. Conclusion: likely anatomy related.